Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during the onset of the pt treatment. New disposables used to continue the treatment without incident. The dialyzer was reused 11 times prior to the reported event. Healthcare professional reports no pt injury or need for medical intervention.